Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 37 mg/dl; cause was unknown. Reportedly, customer will discuss diabetes management with health care professional and declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.